Manufacturer narrative:
Analysis: the unit was received from the facility on 03/13/2006. The detached lug pin was sent for inspection with the device. Product specific info (mfg lot number) has not been provided by the user. Product evaluation confirms the reason for return; one of two attachment lug pins is broken and is detached from the unit, as reported by the user. Visual inspection shows the lug pin detached from a broken weld area on the device and wear marks are present. Conclusion: product evaluation confirms the reason for return; an exact cause has not been determined for the reported product problem.

Event description:
The device broke during the surgical procedure. The broken component connects the blade to the retractor rail slot. No report of patient complication received; no additional event information was provided.